Manufacturer narrative:
When the device was returned, it was found that the guidewire distal end approx. 115mm was extruded out from the tip of the concomitant microcatheter, also the guidewire broken tip pierced and protruded from the concomitant microcatheter at approx. 150mm from catheter tip end. Guidewire was removed out from the catheter for further inspection and it was found that the guidewire was broken at the shaft at 175mm from tip end due to repeated bending force. Blood was observed on the coil of the guidewire. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned devices, it is inferred that during the repeated attempt of removal of the concomitant microcatheter from the guidewire, the removal force to the microcatheter worked as repeated bending force to the guidewire shaft due to the vessel tortuosity or other environmental factor., resulting the guidewire shaft breakage due to the accumulated force when it exceeded the product design limit., and the piercing damage to the concomitant catheter due to the pushing force to the broken shaft of the guidewire or pulling force to the microcatheter that worked unintentionally, then the vessel perforation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Separation or breakage of the guide wire damage to a vessel, including possible vessel, and perforation as possible malfunction and adverse effects

Event description:
Reportedly, subject guidewire was used in a retrograde procedure to treat a heavily calcified cto lesion at #1 rca. After the guidewire could cross the target lesion, a microcatheter was advanced over the guidewire to cross the lesion, however failed. In order to exchange the microcatheter, removal of the microcatheter was attempted, however removal of the catheter was difficult. During further attempt for removal, physician felt something broken, x-ray view revealed the vessel perforation, also, guidewire breakage was seen. Vessel perforation was treated by coil implantation. Devices were removed from the anatomy by surgery in order to avoid further injury to the vessel, and a CABG was performed to the patient. Pt is in stable condition.

Manufacturer narrative:
(B)(4)